Event description:
A nurse stated the surgeon noticed bubbles in an intraocular lens (iol) after it was implanted. The lens remains implanted. Add'l info was received from the surgeon. It was reported he noticed 20 pinpoint bubbles as soon as the lens was implanted. The bubbles actually magnified the retina and allowed him to view the retina. The surgeon stated he did not feel the bubbles impacted the pt's vision.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 4/29/2008 by mail and by fax, on 5/6/2008 and 5/20/2008 by phone.